Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 40 mg/dl. A pump log review was performed, and it was found that the customer requested and confirmed multiple boluses minutes apart from each leading to the decreased bg. Reportedly customer was incoherent and needed assistance from spouse to consume carbohydrates. Control-iq feature was active on the ciq software during the incident. Technical support was also able to determine in the log review that the pump is functioning as intended.